Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The microcatheter was visually inspected for defects and no issues were found. A test 0.018 guidewire was inserted into the hub of the microcatheter and passed freely through to the distal tip of the microcatheter with no problems encountered. The transcend guidewire was also returned for analysis. A visual inspection was performed it was observed that the guidewire is not fractured, however it has the distal tip end bent, also it has a kink in the middle of the device and near to the proximal section. The overall length and od measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During unpacking, when the physician removed the guide wire from the carrier hoop, it was noted that the guide wire was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was stable.

Event description:
It was reported that a guide wire fracture occurred. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During unpacking, when the physician removed the guide wire from the carrier hoop, it was noted that the guide wire was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).